Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that the lead was attempted due to tissue stuck in helix.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was attempted due to tissue stuck in helix. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.